Manufacturer narrative:
A service report completed and dated 12/01/2016 by a dmtj field service engineer indicated that the device was in compliance with dornier specifications. The risks of tissue damage in the area exposed to the shock wave are listed as potential adverse effects and complications in the compact delta ii operating manual. No fault with the device as manufactured. Device was found to be functioning within dornier specifications. The (B)(6) male patient was hospitalized on (B)(6) 2016, and an irrigation of the abdominal cavity and ileectomy were performed on (B)(6) 2016. As of (B)(6) 2016, the patient remained hospitalized. Event occured in japan. Dornier medtech america, inc. (The importer) is submitting the report on behalf of dornier medtech systems gmbh (the manufacturer) per exemption number e2012002.

Event description:
Serious side effect occurred after eswl in (B)(6). "After eswl ((B)(6) 2016), ileal perforation occurred. A surgeon performed emergency surgery(irrigation of the abdominal cavity and ileectomy in (B)(6) 2016)."